Manufacturer narrative:
Investigation summary: no abnormality is found in the production process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the clamping failure of the pinch clamp cannot be determined because the state of the extension tubing being clamped in the pinch clamp cannot be identified and the defective sample has not received for further testing. The plant will continue to track and trend the issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026 when using the product, fluid continued to leak out after the prn cap was removed following clamping with the closed-system IV cannula clamp. (Some blood leaked out of the tubing.) The product was replaced.